Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was 400 mg/dl at the time of the incident. Customer declined high blood glucose troubleshooting, and did not report symptoms or treatment. Customer stated they could not exit the preparing to prime loop, and the device was not dropped, bumped, or in a car accident. Customer noted the drive support cap was sticking out. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Unit received had compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.